Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis (pd) therapy. This alarm occurred during dwell three of four while the patient was connected. During troubleshooting, a leak was identified at the connection of the patient line to the second supply bag. The home patient (hp) reported that the connection was properly tightened before the start of therapy. The technical service representative reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H6: evaluation method code was changed from 4114 to 10, evaluation result code was changed from 3221 to 213 and evaluation conclusion code was changed from 4315 to 67. H10: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from at the connection of the patient line to the second supply bag was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.